Event description:
Philips received a complaint by the field service engineer (fse) on the v60 indicating that the devices monitor is not working. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states the monitor is not working. Device powers on, but you are unable to see anything on the screen. Customer is requesting part numbers for replacement user interface (ui) assembly and internal monitor parts. The rse provided 3 options to upgrade and fix the reported problem. The customer replaced the entire ui assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.